Event description:
It was reported that during a low anterior resection, when the device was opened and the specimen removed, the bowel was open at both the rectal stump and the distal aspect of the specimen. No staples could be seen at the site. Efforts were made to hand sew the anastomoses. With limited access to the site, the surgeon decided a temporary lleostomy would be an appropriate precaution to take.

Manufacturer narrative:
Date sent: 11/16/2007. Information anticipated, but unavailable at this time.